Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that therapy was turning off by itself. The patient stated this occurred randomly 6-8 times. The patient stated they thought the controller was turning the ins off when she was not using the controller. It was reviewed that if the controller was not in use, it was unlikely it turned off stimulation. The patient programmer displayed stimulation was off. The patient reported she noticed more pain and she checked the status and it showed stimulation was off. The patient stated she was able to turn it back on successfully. The patient stated she informed a manufacturer representative (rep) about it and they suggested the patient remove and reinsert the controller battery, but the patient stated that this did not resolve the issue. It was mentioned the patient was not told if cycling was programmed. The patient was directed to see her healthcare professional (hcp). No further complications were re ported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep was scheduled to see the patient on (B)(6). The patient called and cancelled the appointment because it was no longer needed. The patient said that she had been more diligent about recharging her devices and has not had the issue anymore. The patient is doing well with the therapy after changing her charging habits. The issue was reported to be resolved. No further complications were reported.